Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. Further evaluation found that the device had a faulty cable which caused damaged to the coupled charged device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the camera head the unit experienced no image on screen. The issue was found during preparation for use and the intended procedure was completed using a similar device. There were no reports of patient harm associated with the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to cable failure and charged coupled device failure. The event can be prevented by following the instructions for use which state: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.